Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges while transferring from the chair to the bed, the armrest came off the wheelchair causing the patient to fall onto the floor.